Event description:
It was reported that the surgeon revised a rejuvenate stem and adm cup on pt and replaced with depuy. No reason given for the revision.

Manufacturer narrative:
The unk adm cup was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's revision. An eval of the device(s) cannot be performed as the device(s) was not returned to the MFR due to hospital policy. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.